Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The microcatheter was not returned for analysis. The guidewire was returned, and this analysis will be for the guidewire only. The guidewire shaft was visually and microscopically analyzed for any damage. The guidewire shaft showed no damage. No coating issues were noticed. Inspection of the remainder of the device revealed no damage or irregularities.

Event description:
It was reported that a device separation occurred. A direxion transend-14 system was selected for use. During the preparation, the coating on the wire came off when the doctor used a wet gauze to wipe the wire. The procedure was completed with another direxion. The device was not used in the patient.

Event description:
It was reported that a device separation occurred. A direxion transend-14 system was selected for use. During the preparation, the coating on the wire came off when the doctor used a wet gauze to wipe the wire. The procedure was completed with another direxion. The device was not used in the patient.